Event description:
On (B)(6) 2012, the patient's mom stated that over the past 3 days after lunch, the patient has been experiencing low blood glucose levels as low as the 40 mg/dl range and had jittery symptoms. The patient uses the ezcarb bolus feature of the pump, which calculates the suggested bolus amount based on the carbohydrates amount that is entered in by the patient. The patient administered self-treatment with food and/or drink and did not receive any additional assistance from anyone else. The animas customer support performed troubleshooting with the patient's mom and noted that the pump settings were correct and the pump was delivering insulin as programmed. This complaint is being reported because the patient has low blood glucose of 40 mg/dl and had symptom that can be suggestive of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: no defect was found with the subject pump. The total daily dose history from (B)(6) 2010 to end of pump use on (B)(6) 2011 had daily insulin delivery totals correctly reflect the users programmed basal rates. There was no alarm or pump condition indicating a malfunction were recorded in black box or alarm history. The pump accurately delivers 2.00 units/hr for 29-hr period.